Event description:
While attemptig to stent a coronary artery, the stent became free from the balloon and became free floating in the coronary artery. Another stent was deployed over this stent pushing the free floating stent against the wall of the artery.